Event description:
Patient was burned on abdomen during procedure, first noted as reddened area, blistered and now weeping. Patient currently home. Probe used was pn 7209654 ablator 90 degree, valley lab pad was used.

Manufacturer narrative:
(B)(4).